Manufacturer narrative:
Reported event: an event regarding alleged non functioning involving a jts drive unit was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection: pictures of the jts power unit and jts coil were received by the operation manager from north texas branch. Visual inspection of the jts power unit reported damage to the coil and the power unit. The functionality test confirmed that this visual damage is cosmetic. Functionality test: the branch operations manager (north texas branch) reported that the functionality test was performed on the (B)(6) 2021. It was reported "functions correctly. Has cosmetic damage to the coil. Slight cosmetic damage to the drive unit". -clinician review: not performed as there was no patient involvement. -product history review: the last annual maintenance was performed on the 04sep2019. The unit passed the annual maintenance without any reported discrepancies. -complaint history review: there have been no other events for the serial number referenced. Conclusions: an event regarding alleged non functioning involving a jts drive unit was reported. The event was not confirmed. The exact cause of the event could not be determined, since when the jts drive unit was tested at the north texas branch, it was reported that the machine is working properly and only cosmetic damages were identified. The jts drive unit will be sent for repair the cosmetic damages identified during the functionality test. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
On 05nov2020, an email was received stating: "our montreal magnet stopped working. It did not turn on (just to mention that these surgeons have used this magnet multiple times before)." 25nov2020 - it was reported by the sales rep "one patient¿s booking on (B)(6) 2020 was cancelled and rescheduled on (B)(6) 2020 . The lengthening process was performed using the substitute magnet provided."

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Please note that this event is related to a jts drive unit which is used in conjunction with the jts non-invasive extendible implant (k092138).

Event description:
On (B)(6) 2020, an email was received stating: "our montreal magnet stopped working...it did not turn on (just to mention that these surgeons have used this magnet multiple times before)." 25nov2020 - it was reported by the sales rep "one patient¿s booking on (B)(6) 2020 was cancelled and rescheduled on (B)(6) 2020 . The lengthening process was performed using the substitute magnet provided."